Manufacturer narrative:
.

Event description:
A customer contacted baxter's technical service center requesting assistance bypassing drain 4/4 during therapy on a homechoice device. The patient stated that she was feeling discomfort and the drain volume was 5441ml. Per the home patient, she also had experienced some discomfort during some of the fills in the same therapy. The technical service representative (tsr) helped the home patient bypass drain 4/4 and the last fill. The tsr asked the home patient to check the program: tidal therapy, fill volume=2500ml, tidal volume percent=90%, total ultrafiltration (uf)=500ml, last fill volume=2000ml, dextrose=same. Per the home patient, there were no alarms. The patient will return the homechoice for evaluation. No patient injury or medical intervention was reported. A follow up call was made to the home patient's nurse. Per the nurse, the patient is not experiencing any further issues with discomfort or large drain volumes. The nurse had no input into the cause of the large drain volume.